Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that purulent discharge was observed from the wound site and an infection was suspected. The patient was treated with antibiotic medication and wound vac therapies. A wound culture was performed two weeks later and no bacterial growth was detected. Improvement of wound granulation tissue was observed and the patient was discharged from the hospital. At an out patient visit months later, partial exposure of the lead sleeve with poor granulation tissue was observed at the epigastric site. The patient experienced delayed wound healing. Exudate was present and wound closure was done. Lead re-fixation was performed with minimal positional change. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this e vent.